Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low battery alarm and then the pump had turned off due to the low battery. The customer's blood glucose (bg) level was 375 mg/dl. The customer resumed insulin delivery and a bolus was to be delivered to address the high bg level.